Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer sustained a few cuts and hit their head. The customer required assistance and was given a manual injection by a family member. Recommendation was made to consult with healthcare provider regarding diabetes management.